Event description:
The pump was noted to underdeliver during routine preventative maintenance testing by biomedical engineering dept. With an expected delivery volume of 20ml, the pump infused 17ml. There was no pt involvement. There were no reports of any problems with the device when it was clinical use.

Manufacturer narrative:
The reported problem could not be duplicated. The pump passed delivery accuracy testing within product specification. The frequency of death or serious injury report for code 100 (accuracy general) for lifecare 5000 complaints is <0.07/million sets.